Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and associated device triggered a lead safety switch (lss). It was reported that the impedances were historically high in number. The system was reprogrammed to bipolar configuration. There were no adverse patient effects reported. The system remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the lead was returned severed at 65 mm from the terminal pin. The returned segment was subject to direct current resistance testing and passed on all paths, verifying the returned portion of the lead's electrical performance was intact. Visual inspection noted a cut in the lead¿s insulation. No further testing was performed. Analysis could not confirm the clinical allegations observed in the field with the returned portion.

Event description:
The pacemakerwas explanted and returned from an unknown source over one year later. A portion of the right ventricular (rv) lead was also returned. No adverse patient effects were reported.